Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, adjusted the 5v power supply, and reloaded calibration files. The system operates as intended.

Event description:
The customer reported the system locked up during a procedure. No patient injury was reported.